Manufacturer narrative:
The field service representative (fsr) calibrated the o2 sensor multiple times with no issues. The electronic patient gas system (epgs) was release tested. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor was not calibrating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 05-mar-2021 a perfusion screen was opened at 09:33:13am. The gas system was reporting low gas pressures for air and oxygen. This will prevent gas system calibration as reported but is normal behavior. The log confirms the complaint. Additional information received from the field service representative (fsr) stated that re-calibration was done and there was a visual message. The hoses were checked and there was no gas leak. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.